Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response on act button due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and a21 error test due to any button response. The device had cracked case at display window corner all corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 391 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.